Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation degradation at 4.5cm adjacent to the connector boot. External insulation abrasion was observed 42.1 to 42.3cm from the connector pin consistent to friction to device can. All other damages are consistent with those occurring at the time of explant. (B)(4).

Event description:
This report is to advise of an event observed during analysis.